Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that data acquisition pcba failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the connection of the da acquisition board was loose. The customer declined service and repair as they repaired the device themselves and returned to full functionality; therefore, it could not be determined if it failed to meet specifications by a field service engineer (fse). The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.